Event description:
The ventricular catheter was a component of a shunt, that was explanted due to a valve malfunction. No catheter malfunction was reported.

Manufacturer narrative:
(B) (4). The ventricular catheter passed the patency check and showed no anomalies. Although the catheter was explanted and returned, the complaint did not relate to a malfunction of this part. A review of the manufacturing records was not possible as no lot number was provided.